Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2025, the patient developed itching sensation and an infection under the sensor overlay patch. On (B)(6) 2025, the patient¿s parent consulted a physician who prescribed an oral antibiotic medication (erythromycin, unspecified dosage twice a day for 7 days) for the infection. At the time of the report, the infection had already healed after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.